Manufacturer narrative:
Patient codes: 2100 labeled. Device codes: 2017 labeled. Internal file number - (B)(4). Device code 2017- incorrect removal. The device was brought down to the level of the popliteal artery, but could not be brought down any further, likely due to the footplates. The pt was transferred to (B) (6) med ctr for surgical cut down onto the popliteal artery for device removal and thrombectomy. The pt had a warm foot and eplorable pulses upon discharge from our facility, but after a failed surgical intervention, later required above knee amputation. FDA safety report id3 (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Sus voluntary event report number mw5087104.

Event description:
Subsequent to the previously filed medwatch report sus voluntary event report #mw5087104 was received stating: during closure of common femoral arteriotomy the perclose device become stuck in the artery. The footplate lever was in its retracted position, but the footplates were still deployed. This was seen on realtime ultrasound imaging during the case. The device could not be removed and eventually the external portion of the device was sheared off from the endovascular position. Retrograde access of the anterior tibial artery was obtained and the tip of the device was snared from below. The device was retraced from the arteriotomy and manual compression was applied. The snare was removed and replaced with a 7mm x 100 mm angioplasty balloon and angioplasty of the arteriotomy site was performed for ten mins, while maintaining therapeutic heparinization, in order to close the arteriotomy site securely. Numerous attempts were made to remove the device using snares, both from the retrograde anterior tibial artery approach and from a second antegrade access that was obtained at the common femoral artery.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: MFR site - contact name and reg#, device code 2017 removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information provided the reported proglide foot retraction and inability to remove the device appears to be related to a high angle of insertion employed during device placement due to the patient size. This in turn compromised the device foot functionality. The portion of the proglide left in the body appears to be related to device removal technique due to snaring from the patients foot thus resulting in the reported surgical treatment of amputation of the patients leg from above the knee. The reported patient effects of ischemia, tissue damage and thrombosis are known inherent risks of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the supplemental medwatch report, additional information was received: the physician reported that this was a limb salvage case.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous transluminal angioplasty (pta) procedure in what was described as a "very large" patient. Reportedly, after deployment, the lever of the proglide was closed; however it did not seem as though the foot retracted. An attempt was made to remove the proglide device from the anatomy; however it became stuck. Surgical cut down was performed; however the device was not able to be pulled out. The device was intentionally broken at the junction of the distal and proximal guide. The proximal portion of the proglide device was removed; however the distal guide/sheath portion remained in the anatomy and was unable to be removed. As a result, an attempt was made with a snare device through the patients foot; however, when attempting to snare the piece of the broken proglide, the piece of the proglide became stuck at the tibial artery. Blood flow in the leg had been cut off. The distal guide/sheath portion of the proglide remained in the patient. As blood flow was cut off to the leg, the leg was unable to be salvaged. The patient was sent to surgery a couple of days later and the leg was amputated above the knee. No additional information was provided.